Event description:
It was reported that the programmer's screen is completely broken and it does not work. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus was not functional. It was also noted that the reason for return was confirmed as the touchscreen and bezel were broken. Dashes were noted in the center of the display. The left and right keyboard hinges were broken. The paper was almost depleted. The programmer was scrapped after recommendation of the manufacturer and with approval from the customer. If information is provided in the future, a supplemental report will be issued.